Event description:
The customer reported IV not working during 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported v1 not working during 12 lead ECG. There was no reported adverse pt impact. A third party field service engineer evaluated the device and no trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As on (B)(6) 2011, the customer has not reported any further trouble with this device.